Event description:
I was having an arm cast removed with the stryker 940 cast cutter saw at the (B)(6) hospital in (B)(6). The saw was super hot/overheated and cut/burned my arm leaving 2.5 inch and .5 inch cuts.